Manufacturer narrative:
On december 4, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left side generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with 360cc mentor memorygel breast implant on both sides. Now this patient states that the right breast implant has little pockets of lumps underneath the breast line, breast is hard, floats to the side and smaller in size compare to left. Patient is also experiencing lumps, breast is hard, dizziness, fatigue. On (B)(4) 2020, mentor became aware that patient also experienced right side capsular contracture; baker grade iii, and breast implant rupture. Doctor saw patient on (B)(6) 2020, and diagnosed capsular contracture and set surgery date. After explant surgery on (B)(6) 2020, rupture, and baker grade was confirmed iii on right side. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On january 8, 2021, mentor became aware that patient experienced bilateral breast ptosis. Hence, health effect - clinical code "deformity/disfigurement" has been added to field h6 on this form. On january 14, 2021, device evaluation was completed. During the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).